Event description:
Doctor was inaccurate during navigation in a cranial procedure with the medtronic navigation treon system. The surgeon stated the tumor was not in the same place as when he had first registered the patient. The doctor aborted use of the medtronic navigation treon system for the procedure since the tumor was very small. He used an ultrasound system instead; no patient harm.

Manufacturer narrative:
Patient information was not available at the time of this report but has been requested; device was investigated on-site and inaccuracy was repeatable on a test model. Camera was replaced and software was reinstalled. Upon retesting, issue was still reproducible. Further evaluation is currently in progress.